Event description:
It was alleged that while cauterizing, the wrist of a permanent hook cautery instrument arced during a procedure. The instrument was removed and replaced with another to continue the case to completion. No pt harm, adverse outcome or injury was reported.